Manufacturer narrative:
E1: patient city: (B)(6). Patient country: philippines.

Event description:
Reference number (B)(4). Event occurred in the philippines. It was reported that the patient experienced an event of crimped cannula on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.